Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report: 3006705815-2018-01606. The patient is enrolled in a clinical study. It was reported the patient underwent an implant procedure on (B)(6) 2017. During the procedure, the physician was unable to advance the lead despite several attempts. The physician noted a cerebrospinal fluid leak (csf) at the last placement attempt. As such, the procedure was abandoned. The patient was successfully re-implanted with a paddle lead on (B)(6) 2017.